Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient does not hear like before with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available yet.

Event description:
The patient does not hear as before with the device. The patient can still detect sounds and voices.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient does not hear as well as before with the device. The patient can still detect sounds and voices. It is unknown if an accident or trauma may have occurred. The patient has been re-implanted.